Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the clip anchor was buried in the brain tissue. The event date is unknown. The clip anchor was buried in the brain tissue because the valve that had been implanted in the chest moved and the catheter with the clip anchor also moved. The catheter was removed but the clip anchor remains in the brain. The patient has infectious disease(s) now, which is unrelated to this incident, and the clip anchor will not be resected since the patient is recovering from the infectious disease(s) now. The surgeon commented that it needs to be discussed on the chest valve implant, since s/he considers this incident had been occurred due to device fixing procedural cause.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.